Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical disc displacement levels implanted:c5-c6 procedure: cervical disc arthroplasty it was reported that post-operatively, the patient experienced neck locking and had to undergo physical therapy. A surgery has been planned to explant the disc on (B)(6) 2018.